Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 3,000 ohms, decreased sensing, loss of capture and noise. It was noted that a lead fracture was suspected, and the plan for the patient was reprogramming of the device to ddi. No adverse patient effects were reported.